Manufacturer narrative:
Additional information: all components of the device were safely removed from the patient without intervention. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use a nanocross pta balloon with a 6fr sheath and 0.014 non-medtronic guidewire during treatment of a calcified and plaque 80mm lesion in the patient¿s mid right tibial/popliteal trunk and anterior tibial artery. Vessel diameter reported as 4mm. Lesion exhibited 65% stenosis. Slight vessel tortuosity and moderate calcification are reported. There was no damage noted to the product packaging. No issues were noted when removing the device from the packaging. IFU was followed and the device was prepped without issue. A non-medtronic inflation device with a contrast and saline mix were used for balloon inflation. It is reported that during advancement of the device over the wire and into the sheath the balloon detached. The device was removed as a unit and another wire and balloon were used to complete the procedure. No patient injury reported.

Manufacturer narrative:
Product analysis: the nanocross elite device returned to medtronic investigation lab for evaluation. The device was returned in a hoop inside a sealed biohazard bag in a pouch. The distal end of the device returned detached. No ancillary devices were returned with the device. The distal detached section was returned with stretching evident on the inner lumen. The detachment on the outer shaft was measured approximately 10.0cm proximal from the distal tip and the inner shaft was measure approximately 18.0cm proximal from the distal tip. The detachment site on the catheter device was measured at approximately 154cm distal from the strain relief. Visual inspection under a microscope shows both marker bands visible and intact on the detached distal portion and bunching noted on the balloon material. No functional testing could be carried out due to the condition of the returned device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.